Event description:
The suspect device user went to the hospital because their glucose was over 500 mg/dl on the device. Their glucose was 70 mg/dl on a hospital meter. No treatment was 70 mg/dl on a hospital meter. No treatment was provided and they were sent home. Controls were not used. The device were replaced and requested to be returned for evaluation.